Event description:
It was reported the patient unipolar was going into protrusion so dr. (B)(6) thought it would be best to put a cup in this patient. Dr. (B)(6) office is not willing to give me any information other than the information to bring the right devices to the case. Implants are unavailable due to hospital policy.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.